Event description:
On januray 29, 2002, information was received from an international hospital that a patient was tested on the hospital's medisense optium meter with a glucose strip giving a result of "hi". An additional test was taken with a ketone strip with a result 0.1 mmol/l. Insulin treatment was administrated. Approximately one hour later, urine and venous blood were tested and the blood gave a ph valve of 6.9. The urine ketone testing gave a result of ++++. The patient expired 5-10 minutes after this testing. It is inconclusive if any medisense product contributed to the reporter's death. Medisense has been unable to retrieve any additional information from the physician as to the cause of death on the treatment administered.